Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and non-calcified ostial first diagonal artery. After placing a stent in the lad (left anterior descending), a 2.25 x 12 synergy ii drug-eluting stent was advanced but could not cross lad stent. The device was removed and noted a damaged to the stent struts. It was noted that it was assumed the stent hit the lad stent. The lesion was then pre-dilated and the procedure was completed by placing a non-bsc stent. No patient complications nor injuries reported.